Manufacturer narrative:
The customer indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. Concomitant medical products ¿ nexgen stemmed precoat tibial component size 5 catalog #: 00598004701 lot #: 61926754, nexgen lps option femoral component size f right catalog #: 00599601652 lot #: 62142378, nexgen lps-flex articular surface 17 mm size e/f catalog #: 00596404017 lot #: 60422029, nexgen all poly patella size 32 mm diameter standard 8.5 mm thickness catalog #: 00597206532 lot #: 62258576, nexgen straight stem extension 15 mm x 30 mm length (combined length 75mm) catalog #: 00598801215 lot #: 62283310, bone cement 40gm palacos r-g gentamicin catalog #: 00111314001 lot #: 75774318. The product was evaluated through manufacturing records and the complaint was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A review of the primary operative notes indicates that the patient was suffering from osteoarthritis of right knee. No intraoperative complications were noted during the procedure. Review of the revision operative notes indicates that the surgeon debrided scar and synovial tissue from the medial and lateral gutters. Additionally, it was found that the tibial component was loose and that the tibial implant cement joint was not bonded properly. Per the package insert, joint instability and loosening are known potential adverse effects of total knee arthroplasty. However, a root cause could not be identified with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00686, 0001822565-2017-07727, 0002648920-2018-00203, 0001822565-2017-03902.

Event description:
It is reported that the patient alleged pain, implant ¿falling apart¿, instability and tibial component loosening approximately three years following right knee arthroplasty that required a revision approximately one year later. The patient additionally had to use a wheel chair to ambulate approximately two months prior to the revision procedure and was unable to work. During the revision procedure, the surgeon noted that the tibial component had significant implant cement debonding on the underside. The femoral component, tibial tray and polyethylene bearing were removed and replaced with competitor products. The patella remained implanted as the surgeon noted it was well fixed. No additional patient consequences were reported.